Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had dislodged from the balloon and was returned for analysis with the device. A visual examination of the stent found the stent dislodged from the balloon and located above the port weld, with struts distorted and stretched. The stent was received with the product mandrel protruding through strut 4 from the proximal end. Additional information has been requested on how stent dislodgement occurred however no response was received from the customer. The balloon cones & main body were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 15nov2016. It was reported that crossing difficulties were encountered the 85% stenosed target lesion was located in the severely angulated, severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50 x 16 synergy¿ stent was advanced but failed to cross the lesion. Dilatation was performed using a non-bsc device but the synergy device was still unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment and stent damage.